Event description:
It was reported the system displayed a control panel error message thereby causing the system to not x-ray. This message causes the system to immediately shut down. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.